Event description:
A surgeon reported to a biomedical engineer that the unit pressure may not have been holding at the selected setting during a vitrectomy procedure. It was also reported that the system was changing steps uncommanded. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problems. No problems were found with the fluidics system; nor were any system messages (sm) related to fluidics observed in the system's event log. The company representative found no problem with the system changing steps with command. However, multiple entries in the system's log were noted where the left heel switch of the footswitch had commanded nextstep. The company representative disabled the nextstep function for the footswitch with permission from the customer. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate the reported event. The root cause has not been determined. (B)(4).